Manufacturer narrative:
The complaint is not confirmed.

Event description:
It was reported on 11/29/2022 by a sales representative via sems that an ar-6485 pump is showing a pressure fault, pump does not maintain pressure. Case involvement, no patient effect.